Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection "), urinary tract infection ("uti"), urinary tract disorder ("urinary disorders"), cystitis ("bladder infection "), bladder disorder ("bladder problems") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, vaginal infection, urinary tract infection, urinary tract disorder, cystitis and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no evidence of spillage with essure coils in place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorders"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection "). The patient was treated with surgery (hysterectomy + bi ¿ s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no evidence of spillage within sure coils in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorders"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection "). The patient was treated with surgery (hysterectomy + bi ¿ s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.